Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and vomiting. The cause of elevated bg was unknown, however customer does not believe it was due to pump or supplies. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was still hospitalized at the time of the report, however with the issue resolved.